Manufacturer narrative:
Approximate age of device- 3 years, 9 months. The pump remains in implanted supporting the patient; however, the external portion/distal end of the percutaneous lead that was replaced was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient reported to the emergency department following a pump off alarm in which he became light headed, dizzy and fell. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed while connected to the power module. This behavior is indicative of potential issues with the percutaneous lead (driveline). The clinician was instructed to keep the vad connected to battery power until further investigation is completed. Submitted x-rays were unremarkable. Technical services performed a distal end percutaneous lead replacement on (B)(6) 2019 approximately 3 inches from the driveline exit site. Following the replacement, no additional pump stoppages were reported and the issue seems to have been resolved. Clinician reported on (B)(6) 2019 patient has had no additional alarms and remains on an ungrounded cable. Technical services reviewed new submitted log files and confirmed there have not been any further alarms observed in the log file post driveline replacement. The pump appears to be maintaining within pump parameters as expected. The external portion of the driveline will return for evaluation. Additional information received (B)(6) 2019 reported the patient was syncopal during the low speed and pump off events. The continued plan of care is monitoring for further episodes. No further alarms or pump stops have occurred since driveline replacement. No additional information was provided.